Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery. The landing zone was 4.5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the patient treated it was reported that it was tried several times with many maneuvers to open the pipeline but it remained squeezed distally and did not open from more than half in maximum. The pipeline was not positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Additional steps taken in attempt to open the pipeline included trying to deploy the pipeline also as much as possible to get device more space and force to get opened distally. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 7f slender sheath, sofia ex guide catheter, and headway 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the braid was not positioned in the vessel bend, which rules it out as a potential cause. In this event, the severe vessel tortuosity and damaged braid contributed to the failure to open at the distal end. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the possibility of a device issue with use of the non-medtronic 27 microcatheter and also that the patient's anatomy was very tortuosity with a very tight bend proximal to the aneurysm and that these factors may have contributed to the pipeline failure to open.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.